Manufacturer narrative:
The device was returned to olympus for evaluation and based on the visual inspection and functional test performed on the returned device, the device met the standard specifications. Based on the results of the investigation, it is likely that mishandling of the laser fiber resulted in the fiber breaking near the strain relief and when energized, ignited the fiber coating. However, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that when using the soltive premium superpulsed laser system, the fiber snapped and fire erupted. The issue occurred during a therapeutic stone procedure. When the surgeon identified the stone, a new laser fiber was opened and passed to the scrub nurse. The fiber was then passed into the scope and patient and the laser technician turned the laser system onto ready. One second into the case, the fiber snapped at the base (section connected too and closest to the soltive laser) and a 3 cm fire erupted from the fiber. The laser safety officer pressed the emergency stop button since the fire would not stop on its own. The procedure was completed with the device after a delay. There was no reported patient harm or impact due to this event. Please refer to the following related patient identifier for the single use fiber: (B)(6).